Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis and procedure images not provided. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies stent thrombosis, stenosis of stented segment, and death as potential complications associated with use of the device.

Event description:
It was reported that the fred 21 flow diverter stent was used off-label to treat a site at the anterior communicating artery (acom). The physician reported that based on his visualization, the fred stent opened distally and was open and opposed to the wall; however, this could not be confirmed by imaging due to the patient's bone structure, and the imaging angle and poor quality. It was later discovered, after changing angles of image and doing a final run, that the central portion of the fred stent was not fully opened. Multiple attempts were made to try to access the central portion of the stent to open it, but they were unsuccessful. The vessel occluded, but cross fill was provided to the distal portion beyond the occlusion from another branch vessel. The physician ended the case with full flow beyond the stent occlusion. Reportedly, the patient later died that evening from complications related to thrombus. There is no indication of device issue.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return to the manufacturer for analysis and procedure images not provided. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies stent thrombosis, stenosis of stented segment, and death as potential complications associated with use of the device.

Event description:
It was reported that the fred 21 flow diverter stent was used off-label to treat a site at the anterior communicating artery (acom). The physician reported that based on his visualization, the fred stent opened distally and was open and opposed to the wall; however, this could not be confirmed by imaging due to the patient's bone structure, and the imaging angle and poor quality. It was later discovered, after changing angles of image and doing a final run, that the central portion of the fred stent was not fully opened. Multiple attempts were made to try to access the central portion of the stent to open it, but they were unsuccessful. The vessel occluded, but cross fill was provided to the distal portion beyond the occlusion from another branch vessel. The physician ended the case with full flow beyond the stent occlusion. Reportedly, the patient later died that evening from complications related to thrombus. There is no indication of device issue.